Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complaintant alleged that during biomed testing, the device's defib output was out of specification.complainant indicated that there was no patient involvement in the reported malfunction.